Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. The failure mode leak at inflation line was confirmed in the received sample. Manufacturing process was reviewed and there is no potential risk and the below conditions were found. Inflation test ¿ air is applied through valve on the flat pilot balloon to inflate the cuff. The cuff is checked at 24 hours to make sure that the cuff is still inflated. A deflation test is performed; a vacuum system is applied through valve on the flat pilot balloon to remove the air of the cuff. All manufacturing controls were found effective to detect the reported failure mode. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device had an air leak from the cuff. The patient had a replacement of the tube.